Event description:
This report is based on information provided by the philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx defibrillator indicating that the battery was low. The rse evaluated the device remotely and determined that this was a malfunction of the battery, the replacement for which was ordered. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was due to a defective battery. The root cause could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer was provided with a replacement battery to resolve the issue and the device was returned to service. The absence of further calls supports that the reported problem was resolved. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened